Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. The analyst noted that the outer insulation has a small breach at 10.5 cm with a small amount of blood in the proximal conductor at various locations. The small cut may have occurred at implant causing the low impedance. The lead was returned with the helix extended with tissue visible inside the helix and the helix slightly bent. The anchor sleeve was sutured down very tightly and distorted. The proximal conductor helix does not rotate.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right ventricular (rv) lead exhibited high thresholds, no capture, loss of sensing and low impedance. The lead is also suspected to have fractured. The lead was reprogrammed to unipolar and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.